Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needled free syringe was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that they had another faulty 50ml texium syringe.it started leaking when I was almost done injecting the drug in the bag

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.